Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the reservoir had air bubbles and leak at o ring. The blood glucose level was 142 mg/dl at the time of incident. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir. Performed visual inspection and found second o-ring has a tear. Also performed pre-fill reservoir test. Found reservoir no leakage and no air bubbles anomaly during test and when removing the plunger, performed manual test and found plunger easy to release from stopper-plunger.